Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter would not power on. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue first occurred on (B)(6) 2015 at 07:00am. The patient detailed that she manages her diabetes with oral medication and diet and has been exercising over the past 20 years. The patient claimed that on (B)(6) 2015, between 07:00am and 08:00am after the alleged meter issue occurred, she developed symptoms of ¿dizzy and sweating¿ however denied receiving any treatment. At the time of troubleshooting the cca noted that it was not the first time the meter had been used and that the meter did not power on when a test strip was inserted however powered on when the power button was pressed. Replacement products were sent to the patient. This complaint is being reported because the patient suffered symptoms suggestive of a serious injury after the alleged meter issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.